Manufacturer narrative:
Note that the patient weight was rounded up as the system does not allow for partial numbers within the entry field. The following information was requested but was not made available: pre-existing conditions and medications. Device not accessible for testing, the medical device remains implanted and was therefore not available for return and evaluation. Analysis of data provided by user/third party, imaging was provided from the treating facility for consideration. The imaging evaluation summary indicated the following: one timepoint available for evaluation: pre-implantation cta dated (B)(6) 2022. The left renal artery is lowest by centerline. Aortic diameter just distal to the left renal appears to be 13.1mm. Aortic diameter ~8mm distal to the left renal appears to be 15.3mm. Aortic diameter 15mm distal to the left renal appears to be 16.2mm. Aortic angulation appears to be ~93º, within this 15mm of abdominal aorta. The aortic angulation is ~7.4mm distal to the left renal artery. Images provided do not allow for evaluation in relation to the reported complaint. No device problem found, a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the instructions for use (IFU), the gore® excluder® conformable aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy, including a proximal aortic neck angulation = 60° .

Event description:
On (B)(6) 2022 during an endovascular aneurysm repair (evar) a gore® excluder® conformable aaa endoprosthesis (cxt231412) was introduced and was positioned in what appeared to be the correct location. Final angiography showed the device was sitting well below the renals. As reported, the aortic neck was very angled. The physician was not comfortable with the placement and decided to convert to an open aneurysm repair. Post procedure the patient was doing fine. Imaging was provided for consideration. The imaging evaluation identified the following: one timepoint available for evaluation: pre-implantation cta dated (B)(6) 2022. The left renal artery is lowest by centerline. Aortic diameter just distal to the left renal appears to be 13.1mm. Aortic diameter ~8mm distal to the left renal appears to be 15.3mm. Aortic diameter 15mm distal to the left renal appears to be 16.2mm. Aortic angulation appears to be ~93º, within this 15mm of abdominal aorta. The aortic angulation is ~7.4mm distal to the left renal artery. Images provided do not allow for evaluation in relation to the reported complaint.